Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position the guide wire was confirmed. The difficulty removing the guide wire could not be tested due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with mild tortuosity and mild calcification. The 3.5 x 28 mm implant delivery catheter was advanced, but became stuck on the guide wire and could not be removed. The delivery catheter and guide wire were removed together, as a unit. A new 3.0 x 28 mm implant was used to treat the lesion. Post dilatation was performed with a non-compliant balloon and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.